Event description:
Reporter called on behalf of her husband and stated that she gets a lot of the er1 messages. Reporter does retest and then will get a result of 216, 260 mg/dl. Reporter added that she does not run control solution test.